Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt had been experiencing intermittent red heart alarms for approximately 2-3 weeks while on battery power. Interrogation of the lvad parameters revealed two episodes of low flow and pump stoppages. The pt reportedly admitted to disconnecting all power to the pump at the same time. As a precaution to rule out a percutaneous lead issue, log files and x-rays of the percutaneous lead were submitted to the manufacturer for analysis.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.